Event description:
A study was performed to research the vocal outcomes related to vns implantation and stimulation. The study involved 16 patients who were followed pre and post vns implantation. Vns stimulation was found to have an overall worsening effect on voice quality. It was found that four patients show left vocal paralysis with and without vns stimulation, three patients were found to have vocal cord paralysis without stimulation and voice alteration with stimulation. Voice alteration was noticeable for all the vns patients. The root cause of the vocal cord paralysis is attributed to vns surgery, as it is suspected that the surgery caused nerve damage.